Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions: the safety release mechanism was not activated for device removal. Per the starclose se instructions for use - slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a transcatheter arterial chemoembolization (tace) procedure. Reportedly, after the clip was deployed the starclose se locator wings did not collapse and the starclose se was difficult to remove from the arteriotomy. The plunger was manipulated and the locator wings were collapsed to remove the starclose se device from the anatomy. The safety release mechanism was not activated for device removal. Hemostasis was achieved with the starclose se clip. There was no reported adverse patient effect. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The vessel locator wing retraction problem could not be replicated in a testing environment due to the condition of the returned device. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported retraction problem; however, the difficulties removing the device appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.